Manufacturer narrative:
Corrected date of event from (B)(6) 2017 to (B)(6) 2017.

Manufacturer narrative:
The angiosculpt device separated in two pieces. No patient injury reported. Recurrence of the malfunction could result in the balloon unable to deflate, a vessel obstruction, or a possible myocardial infarction requiring surgical intervention. Patient information regarding relevant test, laboratory data or medical history are unknown. This information was not available from the facility. The angiosculpt device was returned in two pieces. Visual examination confirmed a shaft separation at the proximal end. Complaint information states that the shaft separated due to the tortuous lesion. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
The angiosculpt shaft broke during delivery due to tortuous lesion.